Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was unresponsive and the customer was unable to interact with the pump. At the time of the event, the customer's blood glucose (bg) level was 230 mg/dl. Additionally, the customer forgot to deliver a bolus for dinner, which caused the customer's bg level to become elevated to greater than 300 (mg/dl). To address the bg level, the customer administered a manual injection.